Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).